Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a cgm reading and a confirmatory fingerstick above range reaching a peak of 411 mg/dl. The user completed infusion site changes and insulin delivery resumed. Blood glucose later returned to normal, and no further assistance was required.